Event description:
It was reported that the ilet user entered a duplicate meal announcement that resulted in a double dose for lunch, and customer care confirmed the duplicate meal entry and verified dosing on the report. No reported symptoms despite a concern for potential hypoglycemia, with the user reporting a lowest glucose value of 94 mg/dl and ingestion of sugar as precaution. Outcomes included no injury, no alarms, and no medical intervention. Investigation included a review of system reports and user-reported glucose values. Investigation of this case revealed appropriate device function with user-initiated duplicate meal announcement as the cause. It was concluded, based on previously established findings for similar reports, that user input error caused the event.